Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2. The home patient (hp) reportedly disconnected self during dwell and forgot to reconnect herself prior to dwell time ending. The hc advanced to drain 2, so hp reconnected herself and then hc alarmed with se 2240. The technical service representative (tsr) advised the hp that if hc advances to drain without her being connected should not reconnect once drain has started. The tsr then assisted to clear the alarm and advised to start over again using new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported issue, it was revealed that the issue was resolved. The hp stated she is aware of the proper procedures. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No further information was provided.